Event description:
It was reported to philips that the device intermittently is unable to acquire an ECG wave form when using 3 lead snaps, combiner plug and 7 lead snaps. There was no reported adverse patient impact.